Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("migration to omentum") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy by patient¿s request). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: the devices were removed by laparoscopy by patient request due to pelvic pain and migration to omentum. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-aug-2018. The most recent information was received on 09-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('migration to omentum') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy by patient¿s request). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: the devices were removed by laparoscopy by patient request due to pelvic pain and migration to omentum. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-aug-2018. The most recent information was received on 03-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('migration to omentum') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy by patient¿s request). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: the devices were removed by laparoscopy by patient request due to pelvic pain and migration to omentum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-aug-2018. The most recent information was received on 20-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("migration to omentum") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy by patient¿s request). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: the devices were removed by laparoscopy by patient request due to pelvic pain and migration to omentum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.